Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On 04/21/2017 legal medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain, numbness on the lower extremity, high levels of metal, cobalt and chromium . On the operative notes, it was mentioned that the patient had a significant amount of metallosis. No laboratory values provided.